Event description:
The patient reported exposed and frayed wires of the power supply. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system and associated power supply was received for evaluation. External and internal visual inspections of unit revealed exposed wiring of power supply. Returned power supply led indicating that the power supply is capable of functioning properly was never observed after testing with multiple outlets.